Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting an increase in pacing impedance measurements. Upon device interrogation a 'check rv lead' message presented, indicating there had been at least one measurement greater than 2,000 ohms. There was also a decrease in sensing from 14 mv to now 3-4 mv. The patient planned to be monitored and was scheduled for a follow-up appointment in six months. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the lead will continue to be monitored. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the lead subsequently exhibited high out of range shock impedance measurements. A commanded 1.1 joule shock was performed which yielded an acceptable shock impedance measurement. While assessing individual vectors measurements were found to be 144 ohms in distal coil to can and 140 ohms in distal coil to proximal coil. Boston scientific technical services (ts) discussed the high measurements were likely due to growth on the lead. No additional adverse patient effects were reported.